Event description:
The customer and his nurse reported receiving a reading of 224 mg/dl on their precision xtra meter and took insulin based on the reading. In addition, the customer lost consciousness and experienced slurred speech. The customer took glucose tablets and drank orange juice to relieve his symptoms. There was no report of third party medical intervention, permanent impairment, or death.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.